Event description:
It was reported occlusion alarms occurred. The customers blood glucose level was 340 mg/dl. A system check was performed with tandem technical support and no issues were identified. The customer was instructed to change pump supplies as needed, and resume insulin therapy.